Event description:
The patient reported that the pump was very hot to touch. The patient reported that shortly after noticing the pump was hot, the pump emitted a replace battery alarm. The patient confirmed that there was no visible damaged to the battery cap or pump. The patient confirmed that there was no injury due to the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage or corrosion found to the battery compartment or battery cap. The pump was found to boot up to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and the electrical currents were found to be within specification. There were several "low battery warnings" and one "replace battery alarm" on the reported event date of 1/10/12 noted in the pump's history. The black box data was found to be overwritten on the reported event date of (B)(4) 2012. Typical usage alarms and warnings were observed in the black box download. The pump's cover was removed and no moisture was found in the pump. The power flex, battery connections and internal components were tested and no intermittent power issues were found. The reported overheating issue with the pump could not be duplicated.